Manufacturer narrative:
An event of device deformity was reported. Two images were received from the field which appeared to show an occluder in a deformed cobra conformation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that a larger sized delivery sheath was used, a 7f delivery system was used and the recommended size is a 6f. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity was reported. Two images were received from the field which appeared to show an occluder in a deformed cobra conformation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that a larger sized delivery sheath was used, a 7f delivery system was used and the recommended size is a 6f. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on 24 october 2023, a 10mm amplatzer septal occluder was selected for implant to treat a closure of atrial septal defect by catheterization using an amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device was removed from the patient and another attempt was made to repair and reposition the device. The device was not released from the delivery system prior to removal from the patient. It was noted the device took on a cobra shape again. The device was replaced with a new 11mm amplatzer septal occluder, which was implanted. There were no interactions with cardiac structures nor were there any kinks or angulations with the delivery system. The patient remeained hemodynamically stabel throughout the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.